Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 522 mg/dl. Ketone level was low. Insulin injections were administered to address the bg. The customer went to the emergency room and was admitted to the hospital for the high bg and "small" diabetic ketoacidosis (dka). The customer was not sure what caused the high bg and thought it might be due to the pump not delivering insulin. The customer was treated with insulin injections and an intravenous insulin drip. The customer was discharged the next day. Tandem technical support assisted the customer with the loading process and the pump was found to be functioning as expected. The customer was satisfied with the results.